Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an occlusion alarm while the epidural was delivered. There was unknown patient involvement, and unknown patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair with complaint that the occlusion alarmed when epidural bonus delivered. No physical damage found during visual inspection. No relevant service history was found. Review of event log confirmed upstream occlusion alarm. The reported problem was not duplicated with functional testing. Test passed within specification. No cause could be found for the reported problem> problem was not duplicated, and no other problems were found. No actions or repairs were performed.